Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient.

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was explanted due to a (B)(6). It was also noted that the patient found out that they no longer needed the device therapy. Follow up information received from the healthcare professional (hcp) reported that primary site of the infection was the ins pocket site. It was reported that perioperative antibiotics were administered. Patient symptoms of fever, redness, swelling, and drainage were reported. Cultures of the device pocket grew (B)(6). Treatment included IV and oral antibiotics and partial removal of the ins system (ins only). The patient outcome was reported as ¿infection resolved¿. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3093-28 lot# v058453, implanted: 2008 (B)(6); product type lead product ID 3093-28 lot# v058453, implanted: 2008 (B)(6); product type lead. (B)(4).